Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the footrest involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. When reviewing the logs, there were errors 31073 with p2 value 1 which means: the foot tray's position sensors have not been seen as unblocked, right foot sensor status is blocked and p1 value 1 which means: the foot tray's position sensors have not been seen as unblocked, left foot sensor status is blocked. The footrest was installed and tested on a test system without any issues. Tests with the pedals to instrument swap and monopolar and bipolar passed, all the buttons on the foot switch were working normally, and 10 power cycles were performed without any issues.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) was not firing, both monopolar and bipolar were not firing. The customer attached external energy device. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors m-32 and m-12 reported in the logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury. The procedure was completed robotically. The customer switched to external energy device due to both monopolar and bipolar were not firing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the footrest to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the footrest involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors m-32 and m-12 related to the reported complaint. This complaint is reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external energy device. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.